Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.